Event description:
Unit alleges blood leak; split in arterial line during dialysis was reportedly caused by scoring and chafting of roller guides in dialysis machine. Leak occurred 1-1/2 hour into dialysis. Treatment stopped; blood in system discarded. Estimated blood loss 350cc. Patient stable pre and post event.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: other. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.